Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans and delayed the surgery by under 30 minutes. It was reported that the system stated x-ray disables and the site was unable to get the system to function for the case. The site attempted to reboot the system a few times with no resolve. The surgery was completed without the imaging device and there was no impact on patient outcome.

Manufacturer narrative:
H2) additional information: see b5 and h3. H3: the pcba generator was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The stand alone pcb passed visual inspection and bench test, 15 vdc was present at tp7, 113 vac was present at tp24. All leds were functioning as normal and the fans were operating correctly. There was no fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the generator would not power on. The stand alone board was replaced and the system was ready to use. The imaging system then passed the system checkout and was found to be fully functional. The stand alone board has been returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans. It was reported that the system stated x-ray disabled and the site was unable to get the system to function for the case. The site attempted to reboot the system a few times with no resolve. The surgery was completed without the imaging device and there was no impact on patient outcome.